Event description:
Treatment of a left ophthalmic aneurysm. It was reported the pipeline did not open during deployment and was removed from the patient.no patient injury reported.

Manufacturer narrative:
The device has been evaluated and one end of the pipeline was found damaged with clotted blood. This likely prevented the pipeline from fully open. (B)(4).